Manufacturer narrative:
The ggt reagent lot number and expiration date were requested, but not provided. The customer performed a photometer check and found reduced absorbances due to lamp degradation. The customer replaced the lamp and cells. Controls were run and there were no issues. No further issues were reported after these actions were performed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ggt gen. 2 on a cobas 8000 c702 module. The customer reported they were receiving abnormal cell blank alarms on the instrument after starting the water supply from the laboratory purified water unit. The customer performed a cell blank measurement, but no abnormal cells were found. After this, the customer received the questionable patient sample results. The sample initially resulted in a ggt value of 0 u/l and it repeated as 50 u/l. The sample was repeated on a second analyzer, resulting in a ggt value of 26 u/l.

Manufacturer narrative:
The investigation determined that the customer's action of replacing the lamp and cuvettes solved the issue.